Event description:
Anastomotic leak.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions, ltd., serves as the designated complaint handling unit for both facilities. The device history file was reviewed, indicating that the device was released pursuant to its specifications. The device was not returned for eval and no conclusion could be drawn based on the very limited info that is available regarding this event. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.